Event description:
Upon removing plastic cover from IV line spike port, staff noted brown residue on spike. Tubing was not used, fresh tubing was opened and used. Tubing was believed to be codan lot #73439, exp 05/01/2021.